Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause of the black fm found on the device is dirt transferred from the assembly line conveyor on the product.

Event description:
It was reported foreign matter material was found in the fluid path of the bd vacutainer® eclipse¿ blood collection needle during use. The following information was provided by the initial reporter; "foreign body in the needle pull cover."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported foreign matter material was found in the fluid path of the bd vacutainer® eclipse¿ blood collection needle during use. The following information was provided by the initial reporter; "foreign body in the needle pull cover."